Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed battery out limit and failed battery test that was not resolved during troubleshooting. The customer's blood glucose level was 234 mg/dl at the time of the incident. The insulin pump was not returned for analysis.